Manufacturer narrative:
Concomitant medical product: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and the lead alert was triggered. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.